Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates the swg (spring wire guide) kinked in package. The returned catheter is undamaged. The returned components show no evidence of use.

Event description:
Complaint description: the catheter guide has a fold approximately 1.5 cm from the beginning of the guide, which is not functional for the use, having to use more than one catheter per procedure.

Manufacturer narrative:
(B)(4). The customer returned an opened cv-17702-m set containing various components including a guide wire assembly, arrow raulerson syringe (ars), introducer needle, catheter and dilator for evaluation. None of the components showed any evidence of use. Visual examination of the returned guide wire assembly revealed that it was returned fully assembled. The guide wire was retracted within the advancer tube with the straightener and cap present. No damage was observed to the tray or the advancer tube. Visual examination of the guide wire revealed it was kinked in one location adjacent to the distal j-bend. The j-bend was slightly misshapen but intact. The location of the kink indicates damage resulting from the guide wire coming into contact with other components during shipping and handling. If the cap falls off during transit, the exposed distal end of the guide wire can kink adjacent to the j-bend. Both welds were observed to be full and spherical. The kink in the guide wire was located 23 mm from the distal tip. The overall length and outer diameter of the returned guide wire were measured and were found to be within specification. The guide wire was able to advance through the returned ars, introducer needle, catheter and dilator with minimal resistance. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the kit packaging and spring wire guide manufacturing and no relevant issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed the guide wire was kinked towards the distal end of the body. The damage observed is consistent with damage occurring during transit. A device history record review was performed on the packaging, assembly and manufacturing of the guide wire with no relevant findings identified. Based on the sample received, it was determined that shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The catheter guide has a fold approximately 1.5 cm from the beginning of the guide, which is not functional for the use, having to use more than one catheter per procedure.